Event description:
It was reported that a pump over infused d5 with 0.45 normal saline to a pt. The infusion was programmed to infused 1000ml at a rate of 50ml/hr. The customer stated that 3 hrs later, the container was observed to be empty and the device was alarming for air in line. The medication was being delivered as a primary infusion.

Manufacturer narrative:
(B)(4). The device was not returned to sigma for eval and therefore an eval could not be completed. If the device is returned, an eval will be completed and a supplemental report will be submitted.